Event description:
Report received from USA stating that the device did not function. The device was being used during surgery. There were no pt or user injuries. There was no additional info provided

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info become available, a supplemental report will be sent. (B)(4).